Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The issue was confirmed using logs, which recorded error m-32, recurring u-02. Upon visual inspection, an issue was identified that may be related to the reported event. During testing, the erbe displayed error code u-02 upon startup; however, the erbe log showed error c-00. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted hepaticojejunostomy surgical procedure, the site as receiving error u-02 on the erbe at startup. Power cycling the generator did not resolve the issue. The technical support engineer guided the customer through the connection of a 3rd party forcetriad to system for cautery use. The procedure was continued as planned with no reported injury.